Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other 2.80x16 graftmaster device is filed under a separate manufacturer report number.

Event description:
It was reported that a perforation occurred in an unspecified vessel with the use of an unspecified device. A 2.80x16mm graftmaster stent delivery system (sds) may have been advanced in the anatomy, but kinked and was removed without issue. A second 2.80x16 graftmaster sds was advanced over the guide wire up to the guide catheter y-connector, without much resistance, when the stent implant became dislodged from the balloon. The stent implant was easily removed without reported issue. A third graftmaster was used and successfully sealed the perforation. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to insert could not be tested due to the condition of the returned device. Additionally, it was found that the device was used after expiration. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The graftmaster coronary stent graft system instructions for use, (IFU) instructs to note the use by date specified on the product label. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.